Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had foreign material.

Event description:
It was reported that the implant of the leadless pacemaker failed due to unsatisfactory electrical measurements and multiple deployments. The procedure was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.